Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v016982, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v016982, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had been feeling shaky intermittently. The shaking was an intermittent issue that came on suddenly a few times over the last month. The patient wanted to increase stimulation, but their patient programmer was in simple mode and adjustments were not possible in this mode. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.